Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported the arterial monitor unexpectedly stopped working. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of the event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.